Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as red and itchy all around the body. The patient reported a history of dry skin. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised to removed the device. Follow up indicated that the skin irritation improved.